Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "dl PICC kinking in patient". Additional information received 05/08/2023: customer reported this was the first of two kinked catheters with the same lot number. This particular patient was an inpatient. Vas was consulted x 2 to assess catheter because rn was having difficulty infusing. Chest x-ray recommended. Kink noted in arm. PICC pulled back and working. Pt meds off schedule. Required multiple assessments, manipulation and testing.

Event description:
It was reported by the customer that "dl PICC kinking in patient". Additional information received 05/08/2023: customer reported this was the first of two kinked catheters with the same lot number. This particular patient was an inpatient. Vas was consulted x 2 to assess catheter because rn was having difficulty infusing. Chest x-ray recommended. Kink noted in arm. PICC pulled back and working. Pt meds off schedule. Required multiple assessments, manipulation and testing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed; however, the exact cause is unknown. Two radiographic images of what appears to be an implanted catheter were returned for evaluation. An initial visual observation of the radiographic images showed a line which appears to be an implanted catheter. The line in one image appears to be evenly placed. The line in the other image appears to bend at an angle, suggesting the catheter may be kinked within the patient. While the exact cause of the observed kinked catheter could not be determined from the returned photograph, possible causes of the kinked catheter include weakened material due to flexural fatigue, placement technique, securement technique, and patient anatomical features.